Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons stick down and had to press a few times to respond and had to double rewind before, insulin pump rewinds very slow, had to reprogram time and date every time when changing batteries. Customer can hardly open the battery cap anymore and back light was dim. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.